Manufacturer narrative:
The field service engineer found a clogged probe. He replaced the probe and all operational and mechanical checks were successfully performed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer confirmed that he was not dispatched to the customer's site for this issue. The customer discovered the misadjusted cell cover and readjusted it. The customer verified the instrument was operational after the adjustment. The investigation determined the customer's service actions resolved the issue.

Manufacturer narrative:
The field service engineer discovered the cuvette cell cover was misadjusted. He properly adjusted the cuvette cell cover. The investigation is ongoing.

Event description:
The initial reporter received questionable a1c-2 tina-quant hemoglobin a1c gen.2 results for 34 patients tested with a cobas c513 analyzer commercial system. The customer performed maintenance and performed patient testing with a misadjusted cell cover. The initial results were reported outside the laboratory. It was requested but not provided whether patients were adversely affected by the initial results. Below are 5 examples of questionable hba1c results: patient 1's initial hba1c result was 10.3 %, and the repeat result was 7.02 %. Patient 2's initial hba1c result was 13.7 %, and the repeat result was 5.85 %. Patient 3's initial hba1c result was 10.1 %, and the repeat result was 6.88 %. Patient 4's initial hba1c result was 10.2 %, and the repeat result was 6.43 %. Patient 5's initial hba1c result was 12.1 %, and the repeat result was 5.71 %. The customer determined the repeat results were correct. The hba1c reagent lot number was 437338 with an expiration date requested but not provided.